Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related to 3025141-2025-00255.

Event description:
Driver tip snapped while inserting a 2.3mm screw into plate during a procedure.